Event description:
It was reported that prior to the implant procedure, the device could not interrogate using wireless telemetry. The device was able to be interrogated with wired telemetry. A different model device was used to complete the procedure. No patient was involved in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device, the failure on the hybrid disappeared.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product evaluation summary: additional analysis was performed on the device. Analysis confirmed the reported no telmetry-c condition. Radio frequency (rf) module power supplies were noted to cycle on and off rather than maintain a constant value. However, the failure cleared sometime between the removal of the rf module and the re-installation of the rf module to the hybrid printed circuit board (pcb). Additional observations and simulations revealed that this failure symptom occurs when an rf module fails the voltage controlled oscillator (vco) fine frequency trim step. Thus, the failure was narrowed to the rf module. Also, the isolated rf module was heated to approximately 45c and retested, where it failed the vco fine frequency trim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.